Manufacturer narrative:
According to the facility on (B)(6) 2024 the foley catheter began leaking when the patient was transferred from the emergency room to the intensive care unit. Per the facility troubleshooting was done at the bedside, however, leaking continued. Per the facility the catheter required replacement. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 the foley catheter began leaking when the patient was transferred from the emergency room to the intensive care unit.